Manufacturer narrative:
This report is filed, march 22, 2016. The implanted device remains.

Event description:
Per the clinic, the patient experienced skin overgrowth at the abutment site. Subsequently on (B)(6) 2016 excess tissue was excised from the site and the abutment was exchanged. The implanted device remains.